Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that in the evening, the patient was getting high readings on her cgm. She got readings of 235 mgdl on her cgm mobile device and bg meter is 389 mgdl. That same night, the patient injected novolin insulin pen. She cannot recall if she had symptoms during that time. However, she reported that her readings did not improve so she decided to go to the hospital and was accompanied by her husband. Upon arrival at the hospital, her blood glucose was measured, though she cannot remember the specific values from either the cgm or bg meter at that time. She was given IV drips as treatment after blood glucose measurement the same night. She cannot recall if the cgm was still giving inaccurate readings. Diagnostic tests including x-rays, urine analysis, and blood tests were performed, all of which reportedly returned normal results. Following treatment, patient noted an improvement in her condition and stayed at the hospital for less than 24 hours and was discharged morning of (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid was taken before the patient was taken to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.